Manufacturer narrative:
B3 date of event: approximated. E1 initial reporter phone: (B)(6).

Event description:
It was reported that, during procedure, the console foot switch got stuck in on position, and it had to be released by the hand. Also, the touch screen is half broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.